Event description:
Reportedly, the staples did not form properly when they were applied. This resulted in an open colon. There was a non remarkable amounnt of fluid leakage, and the affected area was fixed by applying a second device. The application of a second device resulted in an add'l tissue loss of 1cm. The pt status is well.